Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The bg reading was 57 mg/dl and the cgm reading was 130 mg/dl. The patient´s wife took him to the hospital at around three in the morning. The patient was having a high heartbeat and shortness of breath and sweating. At the hospital the patient was treated with IV glucose, steroids and antibiotics for pneumonia. The patient was unable to recall the readings from his dexcom and blood glucose monitor prior to his release. Around four o'clock that same day, the patient was discharged from the hospital. At the time of the report the patient was well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.